Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is aviva system 1, medwatch with (B)(6) is aviva system 2. Strips not available for return.

Event description:
Customer has two aviva systems. Caller reported results of 200 mg/dl on one system and 100 mg/dl on the other system within 10 minutes. Caller is unsure which system produced which result. No adverse event was reported. Strips are not available for return, replacement sent.